Manufacturer narrative:
Per the tandem user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per the tandem user guide: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer reportedly had reused the cartridge and overfilled the cartridge with insulin. Tandem technical support educated customer not to reuse or overfill cartridges per the tandem user guide. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no reported adverse impact to customer's blood glucose.